Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. Additionally, it was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The customer's blood glucose was 400 mg/dl. Reportedly the customer addressed their elevated bg with a manual dose injection and their spouse helped them. A replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.